Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Device history record (DHR) review was conducted for the radio frequency controller. No relationship can be established between DHR and current complaint. (B)(4).

Event description:
It was reported that a physician performed a novasure endometrial ablation on (B)(6) 2015 and received three unsuccessful cavity integrity assessment (cia) tests. The physician used a second device and completed the procedure. The physician noted a "perforation at the fundus". A laparoscopy was performed and "no bowel burn identified". No intervention was required. On 10/29/2015, it was reported by the sales representative that the physician stated the patient was discharged after the procedure and "she is doing great".